Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Initial report indicated that the valve frame appeared to have punctured through the sheath based on the image provided. The product was received and evaluated. During preliminary decontamination assessment, no puncture was observed on the esheath. Based on these results, this event is no longer considered a FDA reportable event.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, significant resistance was felt during advancement of the delivery system through esheath and became lodged in the white portion of the esheath. Fluoroscopic imaging revealed that the valve stent had become bent. The delivery system and the esheath were removed as a single unit. Upon device withdrawal, the esheath was observed to be damaged. There was no harm to the patient. A second kit was used, and the valve was successfully implanted. As per medical opinion, the perceived root cause of the resistance was the artery was tortuous, but the use of a stiff wire allowed it to be straightened, and at the time of esheath+ insertion, no tortuosity was present. As per image provided, it appears that the valve frame damaged punctured through the sheath.

Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-08993. The investigation is ongoing.